Manufacturer narrative:
Concomitant medical devices: unknown medtronic pacing lead.

Event description:
It was reported that the patient received inappropriate shocks and anti-tachycardia pacing. High thresholds have been exhibited with the right ventricular (rv) lead. Reprogramming was performed, and the rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.